Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening device in the anterior and posterior side assessed as surgical damage and observed a delamination total of the valve (adhesive failure). Additional observations: ¿ creases observed in the device. ¿ observed wear abrasion on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.